Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted far r wave oversensing. Programming changes were performed. The patient was in stable condition.